Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the incoming pulse test with an associated code 203. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with associated code 203 - pulse test fault. The cause for the code 203 is an inability to fire a pulse. The cause for the failed pulse test were shorted igt control mosfet drivers u15, u16, u17, and u18. The cause of the shorted drivers was arching that occurred during charging. The cause of the arching is and intermittent connection from detached solder pads on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement (B)(4)) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken leads on c22. The last patient to use this monitor did not report any deficiencies.